Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector(s) had air in line the following information was received by the initial reporter with the following verbatim: we¿ve been experiencing issues with air bubbles forming in the tpn filter. We followed the instructions that tanya gave us on how to prime and keeping the line at the level of the patient but nurses are still finding bubbles even after a day of using the product. Last week, we also had a new filter (<2 hours old) that came apart. I attached the photos in this email.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
It was reported that air bubbles are forming in the filter. One sample model mz9270, lot 24029259 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd primary set and an infusion was performed for three hours. No observation of air in line was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model mz9270 lot number 24029259 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.